Manufacturer narrative:
A visual assessment was performed on the returned zero tip nitinol retrieval basket and it was found that a hair, which measured approximately 13.5cm long, was taped to the exterior of the clamshell packaging of the device. The coarseness of the hair is fine and is brown in color. A functional analysis of the device was not performed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found that the product met all manufacturing specifications. Therefore, the most probable root cause for the complaint of foreign material is ¿undeterminable¿ due to the foreign material was not contained within the sealed device packaging when received.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopic procedure performed on (B)(6) 2014. According to the complainant during preparation outside the patient , when opening the sealed device pouch of the zero tip nitinol retrieval basket, a hair was found on the side of the plastic tray that contains the device. The procedure was completed with another zero tip nitinol retrieval basket device, and there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopic procedure performed on (B)(6) 2014. According to the complainant during preparation outside the patient , when opening the sealed device pouch of the zero tip nitinol retrieval basket, a hair was found on the side of the plastic tray that contains the device. The procedure was completed with another zero tip nitinol retrieval basket device, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.